Manufacturer narrative:
Pump received with rf pic failed selftest alarm during self test due to faulty component on the radio frequency board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with corroded battery tube noted.

Manufacturer narrative:
Pump received with self test alarm during self test due to faulty y1/rf board. Pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received corroded battery tube noted.

Event description:
The customer reported via phone call that the insulin pump had pump error. Customer¿s blood glucose was 180 mg/dl. The customer reported that they had performed the self test, the test was failed and insulin pump alarmed pump error. The customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.